Event description:
Report received form the USA stating that the device "would not run." It is unk to the reporter if the device was used in surgery. It is unk if there were any injuries or medical intervention required. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The reported event could not be confirmed. If additional information is received, a supplemental report will be sent.